Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. (B)(6). Review of manufacturing history found no evidence of product non-conformance. Visual examination of the returned device confirms the reported condition, as the device is deformed at the tip. However the driver tip twisting is intentionally designed in order to prevent the screw head from fracturing or stripping out. The root cause of the event was most likely due to too much torque applied than the driver was designed to withstand and the driver tip twisted to prevent damage to the screw. However, a conclusive root cause could not be determined without additional information.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. This report is number 1 of 2 mdrs filed for the same patient (reference 1825034-2016-03060 & 03069). Product requested, not yet received.

Event description:
During a first metaphalangeal arthrodesis, the cannulated driver twisted while attempting to insert a screw. The procedure was completed with a solid driver.

Manufacturer narrative:
This follow-up report is being filed to relay additional information which was unknown at the time of the initial medwatch. (Uid #): (B)(4). Further investigation into the issue identified that the root cause is determined to be design related. Corrective and preventive actions have been initiated for the reported issue.